Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Event description:
It was reported that a revision surgery was performed due to anterior knee pain, patella resurfacing was exchanged due to this issue.